Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced and aligned the source lamp and replaced the measurement cables. The customer had replaced the sample probe prior to the cse's arrival. The cse re-checked the sample probe alignments and adjusted it. The cse then replaced the vacuum pump and adjusted the top seal for maximum sealing. The cse ran system checks twice and the customer ran quality controls, all of which were acceptable. Upon the cse's recommendations, the customer performed recalibration. The customer mentioned that the old and new reagent lots were working well in an alternate laboratory on an alternate dimension exl instrument, while they were showing high bias on this instrument. A siemens technical support center (tsc) specialist reviewed the calibration data and discovered that the customer entered incorrect scalers and units while performing calibration. Upon the tsc specialist's recommendations, the customer rectified the scalers and units, performed recalibration, ran quality controls, and performed a system crossover study, all of which were acceptable. The cause of the discordant, falsely elevated hba1c results on two patient samples was related to the incorrect scalers and units being programmed for the hba1c assay. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated hemoglobin a1c (hba1c) results were obtained on one patient sample upon initial testing and on a second patient sample upon repeat testing on a dimension exl 200 instrument. The discordant results were reported to the physician(s), who questioned them. For patient 1, a new sample was obtained from the first patient at a physician's office and was tested on an alternate platform, resulting lower. The original sample was then repeated on an alternate dimension exl instrument and also resulted lower. For patient 2, a different sample was originally tested at the laboratory's alternate site on an alternate dimension exl instrument. A new sample was obtained from this patient and was tested on the original instrument, resulting falsely high. The original sample and the new sample for the second patient were repeated on the original instrument, resulting similar to the discordant result. The original and new samples from the second patient were sent to an alternate laboratory and were tested on an alternate dimension exl instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hba1c results.